Event description:
It was reported that pump declared cartridge change error when customer attempted to use pump. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed pump from case, inspected cartridge o-ring and pneumatic tap area, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge ensuring it was fully in place, and followed on-screen instructions, after which customer successfully completed load process and resumed insulin delivery.